Event description:
In 2012 caller got very sick, went to the ER and she was told that she has blood in her chest cavity and an infection behind her chest wall. The infection was in her right breast and has travelled to the left cavity. She was also told that her implants has leaked into her body. She had the implants removed but after removal she started experiencing different symptoms, fatigue, headache, joint pain, rashes all over body, high fever, hair loss, weight gain and pneumonia. She then discovered that her right breast was red and hot to touch. She met with her surgeon (dr (B)(6) and who ran a series of test and it was confirmed that the gel has gotten into her lymph nodes. She was diagnosed with silicone poisoning. She developed pneumonia during this time and now sees a pulmonologist for follow ups and treatment of her lungs. She said it is difficult to treat as no one knows what to do. She takes different meds which has serious side effects and sometimes does not work. She is currently on infusion treatment called ganna globulin anemia once a week and was told she will have to continue this treatment for the rest of her life. She now sees a neurologist and rheumatologist for follow ups. She said the breast implants has ruined her life and business.